Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion in a right coronary graft. A 4.0 x 12 mm xience alpine stent delivery system (sds) was advanced without resistance, but the stent dislodged in the guideliner. The devices were withdrawn as one unit from the patient anatomy and the dislodged stent was retrieved from the guideliner. Another 4.0 x 12 mm xience alpine was advanced without resistance, but it was noted that the stent struts became flared. The xience alpine was withdrawn from the patient anatomy with no issues. The decision was made not to continue and the procedure was abandoned. The patient was released on medical management. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.